Event description:
Dealer is stating that the chair has a broken weld in the back of the frame near where the anti-tippers attach, on the left side when sitting in the chair.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.